Event description:
It was reported that a few weeks after the implant of the new device and right ventricular (rv) lead, there was high impedance on the rv pace portion. Oversensing that appeared to be crosstalk was also noted on the lead along with no capture. A setscrew or header issue was suspected on the device. The pocket was opened and the lead was still locked in place with the screw. Noise was noted with the tug test. The setscrew was unlocked, the lead was evaluated and no problems were detected. The lead was reconnected to the device and all issues were resolved. Both the lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary - analysis results confirmed the complaint was on the lead; not the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m55 implantable tachy lead; 2013 (B)(6); 5076 implantable pacing lead, 2006 (B)(6). (B)(4).